Event description:
It was reported that cgm displayed error message 42 on g7 sensor. There was no reported impact to the customer¿s blood glucose level. Cts guided caller through complete pump reset, after which pump no longer showed error and caller successfully started sensor session with no further issues.